Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 581 mg/dl. She treated with manual injections. The customer has been having problems with the infusion sets. The customer reported the insulin pump alarmed insulin flow blocked. Customer's blood glucose value was 276 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. Troubleshooting was performed. Customer reports event was resolved by changing complete infusion set and reservoir. The insulin pump will not be returned for analysis.